Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex and phenom 27 catheter were returned inside the inner pouch, outer carton, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed. The proximal end of the braid was found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be according at 6.8cm to 13.7cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the proximal end" was not confirmed as the proximal end of the braid was opened and frayed. However, the customer report of "failure to open at the distal end" was confirmed, as the distal end of the braid was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or the user deploying the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Additionally, the customer's report of "resistance during delivery" was confirmed, as the pipeline flex was returned stuck inside the phenom catheter. Both the pipeline flex and the catheter were found to be damaged. The observed damage on the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that high force was likely used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. However, the root cause of the resistance could not be determined. One possible cause of the resistance could be a lack of continuous flushing with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic recieved information that a ped pipeline had restance in the phenom catheter and the nfailed to open. The stent was difficult to advance in the catheter, resulting in the inability to open the stent tip. Observed abnormal tip under x-ray. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The patient was being treated for an unruptured, saccular aneuerysm in the ophthalmic artery. The max diameter was 5.6mm and the neck diameter was 4mm. The distal landing zone was 3.4mm and the proximal landing zone was 4.7mm. Vessel tortuosity was moderate. Post procedure angiographic result had no abnormailities. No patient symptoms or complications were reported. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the push was not smooth, there was no damage, and the stent was able to exit the catheter after several attempts. The resistance was noted in the middle-back section. There was no damage to the pipeline pushwire or catheter observed. The proximal end of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices used to attempt to open the pipeline.